Manufacturer narrative:
With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational movement, when unit is positioned and put under pressure unit will function properly. The DHR was reviewed and no abnormalities related to the reported incident was found nor were there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. Sampling plan reviewed and is acceptable. The complaint was not confirmed. Root cause was unknown.

Event description:
An account manager reported on behalf of the customer that the a1059 mayfield modified skull clamp's pressure was not reading when engaging the single pin side on an unspecified date. It was unknown if there was patient contact, injury, or surgery delay. Additional information has been requested.